Event description:
Surgeon inserted trochanteric fixation nail but was unable to insert the helical blade on (B)(6) 2012. Surgeon removed the nail and found the locking mechanism was engaged. When attempts to disengage the mechanism with the flexible screwdriver failed, several attempts were made with the solid screwdriver and the mechanism was dislodged. Consultant reported an audible pop when the mechanism disengaged. The nail was reinserted and the helical blade was then inserted. When relocking the mechanism after insertion, surgeon reported that the mechanism did drop down, but the screwdriver bottomed out and kept spinning. Procedure was completed with no further problems and no harm to pt. Pt deceased the day following this procedure on (B)(6) 2012. Physicians assistant stated, pt had demansia and paraplegia, as well as other illnesses, but did not describe specific illnesses. Pa also stated, pt's family opted to forego an autopsy due to pt's condition. This is the 1st of 2 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion can be drawn as no device was returned. A review of the device history records for manufacturing revealed no complaint related issues.